Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 203: pulse test fault) has been confirmed. Upon investigation the monitor displayed a service code 203. The cause for the failure was isolated to contamination inside of the monitor on the defibrillator pca and in the belt receptacle. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was displaying a service code 203: pulse test fault.